Event description:
Initial ((B)(6) 2025). This reportable incident received on the company's telephone refers to a male consumer intending to use compound w nitrofreeze to treat a wart. The consumer attempted to activate the device when some pressure came out very fast and popped the plastic piece and the plastic piece cracked and flew. He reported that the fluid from the product leaked on his foot causing a cold pinch and made the foot puffy. This case outcome is recovered/resolved. Meddra version 28.0. Expectedness: cold burn: expected. Swelling: expected. Device expulsion: unexpected. According to the company reference safety information. Follow up (18-jul-2025): prestige consumer healthcare received the investigation results from the manufacturer indicating that a review of the certificate of analysis it was confirmed that the batch involved was released according to specifications and the type of complaint can be most likely linked to usability. FDA imdrf codes have been updated, but no other changes were made to the case.

Event description:
Initial (19-may-2025). This reportable incident received on the company's telephone refers to a male consumer intending to use compound w nitro freeze to treat a wart. The consumer attempted to activate the device when some pressure came out very fast and popped the plastic piece and the plastic piece cracked and flew. He reported that the fluid from the product leaked on his foot causing a cold pinch and made the foot puffy. This case outcome is recovered/resolved. Meddra version 28.0 expectedness: cold burn: expected swelling: expected device expulsion: unexpected. According to the company reference safety information.